Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the image turned purple during set up / inspection for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, and the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the image malfunction: component failure of the universal cable (the universal cable was scratched) based on the investigation results, a definitive root cause could not be identified for the remaining malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.